Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: fractured stent requiring medical intervention. Device issue: fractured stent. It was reported that the patient received three promus stents. The stents were deployed at 12 atms for 20 seconds and post dilated at 16 atms for 12 seconds. The initial procedure was performed with an unknown quantity of stents inserted in 2009. The patient continued to have difficulty breathing nine days later and was evaluated with a second coronary intervention. The repeat procedure showed that one of the promus stents was frayed [fractured] and defective. The stent that fractured was located in the mid left anterior descending (lad). The physician placed an additional stent at the fracture site. No additional event or patient information is available.